Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit was program with multiple bolus deliveries using a water fill test reservoir. Boluses were delivered and recorded properly in bolus history and daily totals history. No over delivery noted during testing. Units left on status screen matched with units left on test reservoir. Unit functioned properly. Unit passed the dat test with 0.08780 inches. Unit received with minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 35 to 27 mg/dl at the time of the incident. The customer was at 81 mg/dl at the time of the call. The customer was given glucagon and intravenous fluids to treat. The customer experienced the low due to alleged pump over delivery. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. The insulin pump will be returned for analysis.